Event description:
Per the clinic, the patient developed an infection (site of infection not confirmed). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.